Manufacturer narrative:
Corrected information provided in d.4. And h.6. Correction: on initial MDR the problem code should have been a0203 instead of a24 additional information provided in h.3., h.6. And h.11 the product was not returned for analysis. Only photo was returned. The reported complaint can be observed on the returned photo. Provided photo shows an implanted iol. There appear to be droplets or marks over the optic area. Based on our observation of the attached photo, there appears to be droplets or marks over the optic area. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, noticed droplets of silicone oil adhered to the posterior surface of the iol.